Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 6/7f mynx control vascular closure device (vcd), adequate hemostasis was not achieved, and the access site was not successfully sealed. Additional measures were required to obtain hemostasis. There was no reported patient injury. All instructions for use of the mynx vascular closure device were followed according to the manufacturer¿s instructions for use (IFU). The device will be returned for evaluation.